Event description:
A male pt underwent left access of lower extremity intervention on (B)(6) 2013. The tip of the micropuncture outer sheath had broken off and remained in the pt. Retrieval was attempted, but resulted in the portion remaining in the pt. A modified cut down was performed in order to try and retrieve the portion left in the body. The pt was sent to ICU for monitoring. No additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.